Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 1050 mg/dl. And also customer reported a low battery alarm or short battery life, and the replace battery alarm. The customer was hospitalized for an overnight stay and received treatment for hyperglycemia through IV insulin drip (intravenous insulin infusion) and insulin pump (subcutaneous insulin infusion). During the hospitalization, the customer was lightheaded, dizzy, thirsty and customer's legs felt like jello. The event involved products mmt-441ag, mmt-1884, and mmt-342g. Troubleshooting was performed for the 'replace battery now' alarm. The customer reported receiving a 'replace battery alert' and 'replace battery now' alarm after receiving a 'low battery warning.' And after inserting new battery, the pump was behaving normally. Troubleshooting was also performed for 'low/short battery lifetime.' The customer reported a 'low battery' alarm within one week. Troubleshooting was partially performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-441ag, mmt-1884, and mmt-342g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.